Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receiving additional information on the reported event, it was determined to be not reportable as it is a duplicate of the event reported in 0001825034-2025-03237. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown screw; lot#: unknown. G2: foreign, australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on and unknown date. Subsequently, the patient was at a physio appointment and the implants fractured. The patient is now being considered for a revision surgery with a custom vrs implant. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; g2; g3; g4; g6; h1; h2; h4. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.